Event description:
It was reported the device was used during a low anterior resection procedure. It was reported by the affiliate that the device was fired. The staples did not form and the device did not cut. A new device was used to complete the procedure. There was no pt consequence.